Manufacturer narrative:
Investigation summary: it was reported that a patient underwent a left sided ablation procedure for atrial flutter with a pentaray nav high-density mapping eco catheter. During the procedure, after retracting the catheter from the left atrium, a piece of the catheter spline was broken off into the patient's heart. No medical/surgical intervention was required. The damage resulted in internal wires being exposed. There was resistance during the removal of the catheter. The issue did not result in a serious injury to the patient. The patient was reported to be in stable condition. Additional information was received. During the procedure, the pentaray nav high-density mapping eco catheter was being used in a patient with a mechanical mitral valve, during catheter manipulation it was noted that the spline became entangled with the mechanical valve. After retracting it from the left atrium, a piece of the catheter spline was broken off into the patient's heart and the spline was shredded into several pieces. One piece was able to be pulled back into the right atrium and then detached from the spline where it lodged in the right atrium. The physician was unable to remove it by snare. Another two pieces were located further into the descending aorta and given their location, were also left in the patient. The damage resulted in internal wires being exposed. There was resistance during the removal of the catheter. The patient was reported to be in stable condition. The device was inspected and one spline was found missing, wires exposed were observed, some electrodes were found missing and the ring 2 appear to be flattened. Then, the catheter outer diameter was measured and it was found within specification. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. During manufacturing process, all the catheters are inspected for visual damages before packaging. On line inspections and functional tests are in place to prevent this type of damage from leaving the facility. The customer complaint was confirmed. The root cause of the spline detached and the damage on the tip could be related to the procedure, since the instructions for use state that the pentaray¿ catheters should not be use in patients with prosthetic valves. Therefore, the root cause of the adverse event cannot be related to the device functionality. In addition, there is evidence that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. No:(B)(4).

Event description:
It was reported that a patient underwent a left sided ablation procedure for atrial flutter with a pentaray nav high-density mapping eco catheter and a piece of the spline was broken off into the patient's heart. During the procedure, after retracting the catheter from the left atrium, a piece of the catheter spline was broken off into the patient's heart. No medical/surgical intervention was required. The damage resulted in internal wires being exposed. There was resistance during the removal of the catheter. The issue did not result in a serious injury to the patient. The patient was reported to be in stable condition. An abbott sl1 8.5 fr sheath was used. Additional clarification has been requested on the event. However, no further information has been made available. The spline issue was assessed as reportable.

Manufacturer narrative:
The device history record was provided on (B)(6)2018 . The device history record (DHR) for the lot number 30095035l has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Manufacturer's ref. No: (B)(4).

Manufacturer narrative:
The biosense webster inc. Product analysis lab received the device for evaluation on (B)(6)2018. The product was returned in the condition reported. Initially it was reported that after retracting the catheter from the left atrium, a piece of the catheter spline was broken off into the patient's heart. The damage resulted in internal wires being exposed. The returned condition was noted as spline b missing the tip. Wires exposed. Missing electrodes on spline b. Spline a marker and ring 2 appear flattened. The returned condition remains reportable. Populated device available for evaluation?, is device returned to manufacturer? And date device returned to manufacturer. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer's ref. No:(B)(4).

Manufacturer narrative:
Additional clarification was received on the event on january 22, 2019. During the procedure, the pentaray nav high-density mapping eco catheter was being used in a patient with a mechanical mitral valve, during catheter manipulation it was noted that the spline became entangled with the mechanical valve. After retracting it from the left atrium, a piece of the catheter spline was broken off into the patient's heart and the spline was shredded into several pieces. One piece was able to be pulled back into the right atrium and then detached from the spline where it lodged in the right atrium. The physician was unable to remove it by snare. Another two pieces were located further into the descending aorta and given their location, were also left in the patient. The damage resulted in internal wires being exposed. There was resistance during the removal of the catheter. The patient was reported to be in stable condition. To date, there has been no evidence for any additional adverse event. Per the additional information stating, ¿a snare was used in the attempt to remove the detached part from the patient¿s body,¿ it was assessed to add the patient consequence of ¿surgical intervention¿. Therefore, added in patient code ¿no code available¿ to represent ¿surgical intervention and populated adverse event, outcomes attributed to adverse event is required intervention and type of reportable event. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on november 20, 2018 stating that the physician was unable to remove the detached section from the patient¿s body. Manufacturer¿s reference number: (B)(4).